Event description:
The customer reported to olympus, the camera head image disappeared temporarily. The customer stated the image would flicker, but couldn't tell if it's strain relief to the camera or further into the cable. The issue was discovered during preparation and removed before procedure started. The intended procedure was a therapeutic laparoscopic gastric sleeve and the procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flickering/intermittent image, due to faulty cable. In addition, the evaluation noted fail water leak test from connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image flickered because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken because water entered inside the device due to water leakage in the connector. The event can be detected/prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.